Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2015 that an ultraflex esophageal ng proximal release stent 23x12 was used during an esophageal stenting procedure performed on (B)(6) 2015. According to the complainant, the stent was to be used to treat a malignant esophageal tumor. Reportedly, the patient's anatomy was not tortuous and the lesion was not dilated prior to the procedure. During the procedure, distal part of the stent could not be deployed. The stent was partially deployed when it was removed from the patient. The procedure was completed with an ultraflex esophageal ng proximal release stent 18x12. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4). Investigation results an ultraflex esophageal ng proximal release stent was received for analysis. Visual examination of the returned device found that the stent was partially deployed by 113mm. During the product analysis, the investigator was able to deploy the remainder of the stent; however, the catheter bowed during deployment. Device analysis determined that the condition of the returned device was consistent with the complaint incident. However, the stent was able to be fully deployed during analysis. The cause of the reported deployment difficulties was most probably due to anatomical or procedural factors encountered during the procedure. Therefore, the most probable root cause for this complaint is operational context. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A labeling review was performed and from the information available, this device was used per the directions for use (dfu)/product label.

Event description:
It was reported to boston scientific corporation on (B)(6) 2015 that an ultraflex esophageal ng proximal release stent 23x12 was used during an esophageal stenting procedure performed on (B)(6) 2015. According to the complainant, the stent was to be used to treat a malignant esophageal tumor. Reportedly, the patient's anatomy was not tortuous and the lesion was not dilated prior to the procedure. During the procedure, distal part of the stent could not be deployed. The stent was partially deployed when it was removed from the patient. The procedure was completed with an ultraflex esophageal ng proximal release stent 18x12. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.